Manufacturer narrative:
Claim# (B)(4).

Event description:
A healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault and pupil block with elevated iop. The lens was implanted, removed and replaced intraoperatively with a shorter length lens and problem was resolved. Cause of the event was reported as unknown.

Manufacturer narrative:
Claim# (B)(4).

Manufacturer narrative:
B5 lens was exchanged with a shorter length lens. Problem was resolved. Patient is happy. (B)(4).